Event description:
Customer reported when inserting the sensor it was painful. Customer's blood glucose was 47 mg/dl. Customer stated when taking out the sensor it was brownish. Customer was advised of causes. Customer reported the insulin pump kept alarming sensor issues. Customer was advised what the alarms were and how to avoid issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.